Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update 5-22-2017: medical records have been reviewed. Pre-operative note includes: patient reports progressive pain over the last several months. Clinical and radiographic findings suggest aseptic loosening of the metal-on-metal right total hip implant, acetabular component. Infection workup was negative, cobalt and chromium levels were slightly elevated, approximately 12 ppm and 7 ppm respectively. Revision findings include: intra-articular effusion with no purulence or signs of acute or chronic infection. No significant periarticular or capsular necrosis, suggestive of significant metal ion adverse reaction. Acetabular component showered obvious loosening with no bone ingrowth. Posterior column and posterior wall showed effacement, likely due to initial reaming, but satisfactory containing of the final cup was obtained. Updated 7-19-2017. Doi: unknown dor: (B)(6) 2017. Update jan 24, 2018: asr litigation received. In addition to what were previously alleged, litigation alleges injuries, weakness, stiffness, discomfort, weakness and anxiety. Added new associated contact. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  No code available was used to capture metal poisoning, blood heavy metal increased and device revision or replacement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address aseptic loosening of right total hip arthroplasty acetabular component with small lesions of osteolysis. Revision notes reported intra-articular effusion with no purulence or signs of acute or chronic inflammation. No significant periarticular or capsular necrosis. Acetabular component showed obvious loosening with no bone in-growth. Cobalt and chromium ion levels were slightly elevated. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip).